Event description:
Baxter product surveillance received a report from a home patient's nurse that a minicap had fallen off a home patient. Although the patient received prophylactic antibiotics (fortaz, 1g intraperitoneal), there was no patient injury or further medical intervention.